Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, insulin was not being delivered from the cartridge. Additionally, a system check was performed and it was found that the customer had forgotten to fill the tubing during the load sequence. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. A cartridge change was performed to resolve the issue.